Event description:
The clinician reports the implant was inserted (B)(6) 2002 in fdi 13 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patientexperienced: peri-implantitis, pain, mobility and bleeding. No further patient complications were reported.